Manufacturer narrative:
The device was returned to olympus for inspection and the reported error 227 failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, since the reported failure was not reproduced, a probable cause could not be determined. It is presumed the likely cause of the no image that was found during the device evaluation is traced to component failure, due to damage on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited error code 227 on the image during diagnostic colonoscopy procedure. There were no reports of patient harm.